Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq1266 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the facility that they had a cracked valve. Update 06/14/17 - additional information received from facility: they reported that the white lumen on the triple lumen power PICC broke and disintegrated at the valve site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was two pieces of the white cap for a solo connector. The remaining connector and associated catheter were not returned for evaluation. The connector had split into multiple pieces and the fracture planes were primarily oriented in the longitudinal direction. Microscopic examination of the fracture surfaces of revealed two voids within the wall of the connector. The fracture surfaces, outside the voids, were rough and granular in nature. The voids within the connector, and apparent brittle nature of the break, suggest that this issue may be related to the manufacturing or molding process of the white cap. The sample was sent to the manufacturing facility for further review. The manufacturing facility evaluated the returned sample and states: the complaint for ¿cracked valve¿ is confirmed according the evaluation the sample received which showed valve part cracked of the lumen white; showed two bubbles within valve, maybe these are caused by the incorrect molding process, leading to valve breakage. This condition cause leak in the device. Therefore the cause for this complaint is manufacturing related. An event review was opened to track this issue. A lot history review (lhr) of rebq1266 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had a cracked valve. 06/14/2017 - additional information received from facility: they reported that the white lumen on the triple lumen power PICC broke and disintegrated at the valve site.